Manufacturer narrative:
A partial catheter was received and analysis of the same revealed a catheter body/hole caused by deep abrasion.

Event description:
It was reported that the catheter was replaced due to a break, tear or hole. A rotor study was done and the pump was found to be functioning properly. A dye study was performed and confirmed a leak. There was no patient injury. It was reported that was not getting pain relief. A dye study was done and a catheter leak was detected. On (B)(6), a second dye study was done and the leak was confirmed. The entire catheter was replaced on the same day. Since the replacement, the patient was ¿doing okay¿.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # unknown, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information: the drug delivered via the pump was morphine. Catheter fracture was stated, exact location was unknown but thought to have been at anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.